Event description:
It was reported that the patient experienced diaphragmatic stimulation in all programmed configurations. A left ventricular (lv) lead revision was attempted; however, diaphragmatic stimulation was still present. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694758 lead, (B)(6) 2013; 5076-52 lead, (B)(6) 2008. (B)(4).